Event description:
"Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per tech service, strip ln 213041 was utilized on inratio meters. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Meter and strips are not expected to be returned. Product deficiency was not established. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action required at this time as no product deficiency was established.